Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker recorded code 1003, indicating the voltage is too low for the projected remaining capacity. This pacemaker was explanted and replaced. It was noted that the code 1003 was not reported at the time of the replacement and was later reported by the distributor. No additional adverse patient effects were reported.